Event description:
A report was received that the patient will undergo a pocket revision procedure. The ipg is moving freely in the pocket and causing the patient discomfort.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The ipg is moving freely in the pocket and causing the patient discomfort.

Manufacturer narrative:
Additional information indicates that patient's pocket was revised and moved up to the flank area. The patient was given pain medication to treat the pain. The patient is reportedly doing well following the procedure.